Event description:
It was reported that the 1.5mm threaded drill guide with depth gauge was not engaging into the locking compression plate (lcp). Another guide from the set was used and it had the same issue. There was a fifteen minute delay. The lcp was successfully implanted in the patient and the surgery was successfully completed. Patient outcome is reported as good. After sterile cleaning, the guides were tried on other plates and they would not engage. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.